Manufacturer narrative:
Evaluation summary: the device was returned for evaluation. A visual and tactile inspection was performed and three kinked points were noted on the shaft. The balloon was used. A twisted area was noted on the balloon 55 mm from the tip. Difficulties were noted during insertion of 0,018¿¿ guide wire inside the guidewire lumen due to shaft kinked. The purging procedure was performed with no issues. The balloon was inflated at 2 bar and its profile resulted in deformation at the point of twisting. From 7 bar to 14 bar it was not possible to note a deformation point. The guide wire tube was found twisted in correspondence with the balloon constriction. No further issues were found. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a pacific xtreme device for the treatment of a calcified / fibrous / plaque lesion in the patients mid superficial femoral artery / popliteal artery. Vessel reported to be moderately tortuous. Lesion exhibited 80% stenosis. Device was prepped as per IFU without issue. The device did not pass through a previously deployed stent. An inflation device was used for balloon inflation. No resistance was encountered when advancing the device. It is reported that balloon inflation difficulties were experienced during balloon inflation at a pressure of 6 bar. The issue with the balloon filling was suspected to be related to the hypercalcification. The balloon was moved to another vessel and when inflated it was observed inflation was not complete. The balloon pressure gradually increased to 10bar, and the shape was still not complete, then the balloon was pumpback. It was sent to the lesion position to expand for the third time, and the balloon was opened completely, then the operation was completed. No patient injury reported.